Event description:
Product was returned with tip bent and lumen material splitting. A piece was missing from the lumen. The hospital reported this was detected before use, but if this occurred during a procedure, a delay might be needed to remove the piece.